Manufacturer narrative:
Details of complaint: the customer reported that they heard a loud pop coming from the central nurse's station (cns) tower, after which the device turned off on its own. No patient harm or injury was reported. Investigation summary: the customer was no longer able to power on the device. Nihon kohden technical support (nk ts) suggested the customer swap the power supply, and if the power supply swap did not work, they should replace the hard disk drive (hdd). A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are power loss and hardware failure. Power loss may occur due to power outages, generator tests, and failure of the hardware and power related devices. Hardware such as the hdd and power supply may fail due to wear and tear, and unexpected shutdowns. Events that involve fluctuations and changes in the voltage such as power outages and generator tests may also damage the electronic components of the device. These electronic components may deteriorate through time and may wear from continual use and may require proper maintenance.

Event description:
The customer reported that they heard a loud pop coming from the central nurse's station (cns) tower, after which the device turned off on its own.

Manufacturer narrative:
The customer reported that they heard a loud pop coming from the central nurse's station (cns) tower, after which the device turned off on its own. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that they heard a loud pop coming from the central nurse's station (cns) tower, after which the device turned off on its own.